Event description:
Medtronic received information via email to medtronic technical services that approximately 1 year ago, on two separate occasions this bipolar pacing lead fractured just before the terminal electrode, causing an inability to pace or sense. Upon removing the lead from the patient, it was noted that the lead was missing the blue polypropylene monofilament coil. The patient required emergent placement of a permanent pacemaker; name of patient and other patient demographic information was not provided. (Note: the facility stated they had reported this case previously to medtronic, however a record of that report could not be located.)

Manufacturer narrative:
In review of the follow-up #002 report previously submitted, it was noted that the product analysis and conclusion text was truncated. The following is the full text intended for this section of the report. Product analysis: upon receipt at medtronic¿s quality laboratory, the lead body of the returned product had been cut to retain only 215 mm of the distal section of conductor wire with the electrode tip and a piece of monofilament missing. The proximal connector pins and curved needles were not returned. The inner wire was received broken, approximately 0.5 mm behind the inner conductor insulation. The installation of the electrode ring matched the expected manufacturing requirements. It was determined that the inner cable had broken due to fatigue, most probably at the proximal edge of the electrode tip. The distal side of the returned product had received abnormal stress which may have facilitated the fracture between the electrodes. Conclusion: a root cause for the fracture cannot be determined from the reported information. The fracture most probably occurred due to fatigue related to flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant duration. As the lot number of this product was not reported, a manufacturing history review of the specific lot could not be completed. However, only conductor wire and electrode tips which pass incoming inspection, including pull strength tests and design requirements, are allowed for manufacturing. Destructive and non-destructive pull tests are performed during manufacturing to test the mechanical resistance of the temporary pacing lead, and only products processed successfully per the non-destructive pull-test and hypot test are authorized for further processing. All products receive visual inspection prior to and during sterile packaging, and only product that meet the design and production requirements are released for distribution.

Manufacturer narrative:
In review of the follow-up #001 report previously submitted, it was noted that the report incorrectly indicated that the device had not been returned. However, the device was returned. Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product had been cut to retain only the distal section of conductor wire with a piece of blue monofilament attached to the distal electrode. A knot had been made with the lead body 235 mm proximal to the electrode ring. The distal section was complete. The proximal connector pins and curved needles were not returned.

Manufacturer narrative:
Please disregard follow-up reports #002 and #003, which reported erroneously that this device was returned for analysis. It has been determined that the returned device was not related to this event. Follow-up report #001 contains accurate information regarding this event. No further information has been received.

Manufacturer narrative:
Conclusion: the reported fracture most likely occurred due to fatigue related to flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant duration. Should the product be returned, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).